Manufacturer narrative:
The evaluation of the revision based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition, specifically the reported infection that was not related to the devices. (D11) concomitant devices: - acumatch c-series s/o cemented stem 12/14 sz 4, 116-01-04, (B)(4). - cocr fem head 36mm +3.5mm 12/14, 142-36-03, (B)(4).

Manufacturer narrative:
Pending evaluation. Concomitant medical products: acumatch c-series s/o cemented stem 12/14 sz 4, 116-01-04, 0847890. Cocr fem head 36mm +3.5mm 12/14, 142-36-03, 0952590.

Event description:
As reported, approximately 13 years postop the initial tha this (B)(6) female patient was revise due to developing an infection not related to implants. Patient then started to complain of hip pain. A revision was performed (B)(6) 2020. Stem, liner and head removed. Patient was last known to be in stable condition following the event. Devices not returning due to hospital policy.